Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, a "service required" code was observed related to "low circuit leak". The device's sensor board was replaced to address the issue. The sensor board was returned to the manufacturer's product investigation laboratory. During the investigation, the root cause of the sensor board malfunction was due to mt5 sensor contamination.